Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the manufacture date without a lot number.

Event description:
An implanted 2.4mm lcp radial head plate was removed due to disintegration of the fracture. Surgeon indicated that patient went to non-union, more than likely due to poor bone quality.